Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿clear gel¿ was found in a bd plastipak¿ syringe with luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: one actual sample in open package was returned for investigation. Observed a layer of gel like substances which is the silicone on one side of the stopper. DHR was reviewed and no quality notifications were found. Investigation conclusion: probable cause could be the silicone gun tip seat was worn off which resulted an additional amount of silicone accumulated at the tip seat. Hence, during silicon spraying at the assembly machine, a layer of silicone was deposited at one corner of the stopper.